Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the drawer chassis and found the internal pyxis bus was not fully seated. Found improperly installed so bus cable was reseated in this cabinet as well as in all nearby cabinets. Operation was tested in the application and hardware test application diagnostics, and no issues were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed due to hardware failure and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer unplugged the power cord waited for 2 to 5 minutes reconnected the power plug; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.